Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 03-jun-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal (500 mcg/ml at 100 mcg/day) via an implanted pump. It was reported that the catheter migrated out of the epidural space. Per the healthcare provider, it had pulled entirely out of the epidural space. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. During the catheter revision, the healthcare provider elected to explant the existing catheter and replace it with an entirely new catheter which was done successfully during the procedure. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.